Event description:
It was reported that the device was used during a gastrectomy. The surgeon could not completely fire the device. The device was cut from the tissue. Case was completed. There were no other consequences to the patient.